Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 2 to 3 mm  below the non-coronary cusp (ncc). It was reported that the valve appeared to move up on the left side, and shut off the left coronary artery blood flow. The valve was snared, quickly, and possibly may have torn the aorta on the way out. The patient was in and out of ventricular fibrillation as a result. The left main coronary artery was stented once the valve had been snared, however the patient ultimately died. The cause of death appeared to be the coronary occlusion, although the was not definitive. Of note, the patient's coronary sinus measurements were 27 mm.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: medical safety reviewed the product event and assessed the reported: valve dislodgment, coronary artery occlusion, possible aortic tear, ventricular fibrillation and death. Based on the information provided, the primary event of valve dislodgment was related to the device. The left coronary artery (lca) was occluded when the valve dislodged. The valve was then snared and could have caused an aortic tear. Ventricular fibrillation was likely due to the lca occlusion. A stent was placed in in the coronary artery, however the patient died. The reported adverse events and severities are documented in the risk management files and instructions for use. No further safety assessment is required at this time. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: patient has an annular perimeter of 74.8 millimeter (mm) and perimeter derived diameter of 23.8 mm suggesting a 29mm evolut. Proximal calcification was seen in the right coronary artery (rca). Sinus of valsalva mean diameter measures 27.9 mm. Possible left atrial appendage thrombus vs artifact noted. Annular angulation is approximately 59°. Intra procedural angiography images were provided for review. Even though the measurements suggested a 29mm evolut, this report refers to the implant of a 26mm evolut. It was reported that the valve appeared to move up after final release. Of note, there is no evidence tension was released from the system prior to final release which could have contributed to the valve movement. Medtronic recommends removing all tension from the system by pulling back the guidewire and applying slight forward tension. Additionally, as mentioned above, patient¿s measurements suggested a 29mm evolut and a 26mm evolut was implanted instead. There was no coronary perfusion after full release. An aortogram was performed after the valve was snared and severe aortic regurgitation was noted. Coronary angiogram was performed, and flow was confirmed after the valve was snared. There was evidence that temporary coronary occlusion and the severe aortic insufficiency could have contributed to the patient¿s death. Of note, coronary occlusion and death are listed as potential adverse events in the evolut¿ pro+ system instructions for use (IFU). Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Per the image review, the patient annulus measurements would warrant a 29mm device, but a 26mm device was used. The image review also noted that there was no evidence of tension release from the system prior to final release. These are both likely contributing factors to the dislodgement. Per the IFU, coronary occlusion is also listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). As reported, the valve dislodgement lead to the coronary occlusion. The dislodged valve was quickly snared, and an aortic dissection was reported. Vascular injuries such as dissection are known potential adverse patient effect per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). The reported ventricular fibrillation is a type of conduction disturbance. Conduction disturbances are known potential adverse effects per the device IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Per the medical safety report, the fibrillation was likely due to the occlusion. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Per the image review, there is evidence that the temporary coronary occlusion and the severe aortic insufficiency could have contributed to the patient¿s death. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.